Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure test and clear passage test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a line break during use of an interlink system non-dehp t-connector extension set. The set leaked where the saline syringe was attached to flush. The t-connector of the set was placed on the peripheral arterial line. There was no visible disconnection or crack, however there was visible leaking. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.